Event description:
There was an allegation of questionable ise indirect gen.2 sodium results from the cobas c 111 with ise analyzer. The samples were repeated on a cobas c501 analyzer at another site. Patient 1 initial result was 132 mmol/l and the repeat result was 140 mmol/l. Patient 2 initial result was 129 mmol/l and the repeat result was 137 mmol/l. Patient 3 initial result was 132 mmol/l and the repeat result was 140 mmol/l. It was requested but was not known if any of the questionable results were reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.